Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display screen is blank. Audible tones were confirmed. There was no reported adverse event associated with this complaint. No further information was available. This complaint is being reported because the alleged display screen malfunction remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be faded and discolored. A test screen was inserted and functioned appropriately. Unrelated to the complaint, the ok button was intermittently responsive and all other buttons were unresponsive. The keypad was removed and evidence of contamination was found under all key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.